Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap and opening curved on patch. Leak test and microscopic analysis was performed which identified: striated opening on patch, sharp broken on plug strap and creases flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp broken on plug strap assessed as an unidentified (tear) opening and a striated opening on patch assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.